Event description:
It was reported that a progav 2.0 shuntsystem (part # fx441t) was implanted during a procedure performed in (B)(6) 2021. According to the complainant, the shunt system was believed to be operating in overdrainage. The patient underwent a revision procedure on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. Additional information was received which revealed the following, the physician experienced difficulty adjusting the pressure of the shunt assistant (sa). The pressure was changed to 20 cmh2o, but ventricular enlargement was not observed, so the shunt was replaced. Reportedly, the patient had a placement surgery of an fx441t two (2) years ago and it was replaced to the new one by revision surgery last year. No patient complications were reported as a result of the revision procedure. No patient infection was reported. Age: 5 years. Weight: 18 kilograms (kg). Height: 90 centimeters (cm). Gender: male.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: a dent in the progav 2.0 housing . Colored catheter (possibly blood / deposits in the distal catheter). Permeability test: the test showed that the progav 2.0 shunt system with pediatric prechamber is permeable. Computer control test: the computer controlled test showed the opening pressure of the progav 2.0, at a reference flow rate of 20 ml/h in a horizontal position of the valve, to be 19.01 cmh2o. This is within the specified tolerance of 20 cmh2o ± 3 cmh2o. Additionally, the shuntassistant was tested according to standard procedure in the vertical position of the valve. At a fixed opening pressure of 20 cmh2o in the vertical position, a pressure of 20 cmh2o +4/-2 cmh2o is expected. The results indicated that at a reference flow of 20 ml/h in the vertical position, the shuntassistant had a pressure of 19.13 cmh2o. This is within the specified tolerance of 20 cmh2o +4/-2 cmh2o. Adjustability test: the progav 2.0 was found to be adjustable to all pressure settings. The shuntassistant is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force of the progav 2.0 was within the specified tolerance and the brake function operated as expected. Internal inspection of product: in order to verify whether the investigated shunt system was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, the valves are finally opened with a special tool. After dismantling of the valves, deposits were found in progav 2.0. In the shuntassistant were no visible deposits. For more detailed visibility, the proteins/deposits in both valves were colored by using a coloring solution. Results: based on our investigation results, we can determine deposits in the progav 2.0. The deposits had no effect to the technical properties at the time of the investigation. The cause of the aforementioned functional impairment is not known to us at the time of the examination. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.